Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the band was stuck, and the rotary ligating band could not be used normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and the device was returned without the ligator housing. Visual inspection showed that the handle had signs the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis, the ligator housing was not returned, so it is not possible to assess whether it had any damage that could have affected band deployment. The handle showed signs that the trip wire was properly secured. A product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the band was stuck, and the rotary ligating band could not be used normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.